Manufacturer narrative:
This report is being filed to provide corrected information in b.6. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Root cause: the run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. It is possible, though not conclusive, that wbcs may have been escaping the lrs chamber along with the platelets towards the end of the procedure. Based on available information, it is possible that this leukoreduction failure may be donor related. The root cause of the misassembled clamp was determined to be a manufacturing error where the assembler neglected to follow the appropriate manufacturing operating procedure for the disposable set.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in d.10, h.3, h.6 and h.10 and correction information in b.6. Investigation: the customer returned one used trima set containing blood for investigation. Visual inspection confirmed that all product bags, ac spike / drip chamber, donor access line and sample bag assembly had been rf sealed and removed prior to return. The misassembled pinch clamps were confirmed as reported by the customer. One mini-pinch clamp was missing from the collect line and was found to have been incorrectly located on the rbc line, where 2 mini-pinch clamps were identified. The presence of red cells were identified in the collect line. Further inspection revealed the presence of clumping in the return reservoir. The run data file (rdf) was analyzed for this event. The run data file analysis did not show a conclusive root cause for the higher- than-expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed,substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. It is possible, though not conclusive, that wbcs may have been escaping the lrs chamber along with the platelets towards the end of the procedure. Based on available information, it is possible that this leukoreduction failure may be donor related. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.